Manufacturer narrative:
A partial lead with the connector pin measuring 12.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise in the pace/sense vector. The lead was otherwise good and normal. On (B)(6) 2018, the lead was capped and replaced. Patient was stable with no adverse consequences.